Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose was 90 mg/dl at the time of incident and other blood glucose was 70 mg/dl. Customer states that it was saying calibration not accepted. Customer also states that her blood glucose were not stable at all and tried to calibrate. The insulin pump will not be returned for analysis.